Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report.

Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper case, two side bail covers and the ring cover were broken, the battery contacts compressed and the ring was missing. (B)(4).